Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was allegedly changing the results when she attempted to administer a bolus of insulin. The complaint is based on the information obtained by the customer care advocate (cca). The patient reported that the alleged issue started a couple of months prior to contacting lfs. The patient stated that she is on insulin pump therapy for her diabetes management. The patient denied making any changes to her normal diabetes management as a result of the alleged issue. The patient informed the cca that at an unspecified time after the alleged issue began she began to feel "lethargic and weak." The patient denied receiving any form of medical intervention as a result of the alleged issue. At the time of troubleshooting, the issue remained unresolved. Replacement product was sent to the patient. This complaint is being ruled out as an adverse event because the symptoms reported by the patient do not meet lfs's criteria of a serious injury and she denied receiving medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.